Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 16x90/9fr 75cm wallstent was advanced to treat the lesion. However, it was noted that the stent deployed a little but could not fully deployed. The device could be removed together with the catheter and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The complaint device was returned for analysis. The stainless steel tube was found to be severely kinked. A visual and tactile examination found that the outer tube was kinked in multiple locations along the device. These types of damage are consistent with the application of excessive force to the delivery system. The stent had already been deployed prior to receipt at investigation site. The stent was visually inspected and no issues were noted. No issues were noted with either the stent cup or the stent holding sleeve that have led to difficulties deploying stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 16x90/9fr 75cm wallstent® was advanced to treat the lesion. However, it was noted that the stent deployed a little but could not fully deployed. The device could be removed together with the catheter and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.